Event description:
It was reported that the patient had no stimulation sensation and there was a loss of therapeutic effect following a car accident. It was further reported that an x-ray showed that the implantable neurostimulator (ins) and the lead were still connected. The patient reported observing the ins off icon. This was turned to zero and back on and with an increase of stimulation to 2.6, patient felt stimulation. About a week later, it was reported that the patient felt stimulation for about two minutes and then it would stop.

Manufacturer narrative:
(B)(4).